Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "trigger loss" is not confirmed. The front end board passed functional testing. The fse replaced the front end board for precautionary reasons. The root cause of the reported complaint is undetermined. No further action is required. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported via a field service report: (B)(4). Symptom: trigger loss. Additional information received from the tech, intra-aortic balloon pump (iabp) team and he stated that the patient was switched off the pump prior to completing therapy. The patient is fine. Findings/action taken: unconfirmed. Could not duplicate symptom, but did find frayed electrocardiogram (ECG) cable. Replaced front end board as a precaution. Checked all functions and signals. Unit and electrical safety test checks ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report: l611648. Symptom: trigger loss. Additional information received from the tech, intra-aortic balloon pump (iabp) team and he stated that the patient was switched off the pump prior to completing therapy. The patient is fine. Findings/action taken: unconfirmed. Could not duplicate symptom, but did find frayed electrocardiogram (ECG) cable. Replaced front end board as a precaution. Checked all functions and signals. Unit and electrical safety test checks ok. Fcn level: 1416. Software level: 2.24.